Manufacturer narrative:
Patient identifier = sid= (B)(6). Patient information: no further patient information was provided by the customer. The field service representative (fsr) performed troubleshooting and cleaned the mixer 1, replaced the source lamp which resolved the issue. No additional discrepant result issues have been reported since the service activity. The source lamp was determined to be the likely cause. A review of service history for the architect c16000, serial number (B)(4), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c16000 did not identify any trends. A review of historical data for the source lamp did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the source lamp or the architect c16000 processing module, serial number (B)(4) was identified.

Event description:
The customer observed falsely elevated bilirubin results on architect c16000 processing module for several patients. The results were provided: sid (B)(6) initial bili=57 umol/l /repeat=17.3 umol/l; sid (B)(6) initial bili=80 umol/l /repeat=7.8 umol/l; sid (B)(6) initial bili=40 umol/l /repeat=7.5 umol/l; sid (B)(6) initial bili=50 umol/l /repeat=10.3 umol/l; sid (B)(6) initial bili=77 umol/l /repeat=27.3 umol/l; sid (B)(6) initial bili=83 umol/l /repeat=18.8 umol/l; sid (B)(6) initial bili=35 umol/l/repeat=13.6 umol/l; sid (B)(6) initial bili=61 umol/l/repeat=13.5 umol/l; sid (B)(6) initial bili=52 umol/l/repeat=19.5 umol/l; sid (B)(6) initial bili=39 umol/l/repeat=8.7 umol/l. There was no reported impact to patient management.